Event description:
Reportedly, the stapler was applied across the rectal stump. There was full line of staples, however, the staples did not close. A hand anastomosis was attempted but failed. This resulted in the patient receiving a permanent colostomy. The patient had extensive chemotherapy and it was noted that the tissue had abnormal adhesions and was thicker than expected. The patient left hospital after quick recovery with permanent colostomy.